Manufacturer narrative:
Evaluation codes: device has been rec'd at ans and is currently being evaluated. Ans, inc. Corporation has limited info related to the pt's medical history and is unable to form a medical opinion as to the relevancy of the pt's history to the event reported. Ans, inc. Corp. Defers to the pt's physician regarding medical history.

Event description:
Patient was implanted in 2006 with two leads and an eon ipg. The lead implant site reportably became infected and the physician removed the leads. Six months later the physician removed the ipg but then decided not to implant a new scs system due to pt's high infection risk. The physician stated he did not feel the infection was device-related. Follow-up on the pt found that he has recovered from the infection.